Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer alleged that a bolus was not delivered at lunch time. Tandem technical support reviewed pump history and no bolus request or bolus delivery was found for reported timeframe. Customer's blood glucose (bg) level was 341 mg/dl. Follow up with customer on (B)(6) 2016 indicated that there were no further issues. Contact reported that bg level remained elevated but was due to an unrelated medical condition.